Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, a loss of capture and high capture threshold were noted on the right atrial (ra) lead. Diagnostic imaging was performed and revealed ra lead dislodgement. No intervention was performed as the patient was not atrial pacing dependent. The patient was in stable condition.